Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. This event occurred on the sweden market on a significantly similar device to "hls set", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for hls set with catalog number 701069073. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in sweden. It was reported that the hls set was replaced after seven days for the first time during ECMO with pneumococcal pneumonia. The hls set was replaced due to falling platelets (from 150 to 120 and rising d-dimer to 10 mg/l). However, the oxygenator worked without any issues and there were no strange pressures. Directly after the replacement, the flow was raised, and it was seen, that delta-p is over 60. P-int is not high, but it is p-art that is low. Since the pressures where not normal, the customer replaced the hls set for a xenios system since this had been already primed. At first the pressure looked normal; however, the pressure cannot be compared to cardiohelp. Due to the several replacements, the patient required a blood transfusion to compensate for the loss of red blood cells. Unusual high pressures were observed after the replacement of the hls set. The hls set was replaced again, and at this time no unusual high pressures were observed. No harm to any person has been reported. As several replacements took place and as result the involved patient required a blood transfusion to compensate for the loss of red blood cells, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in sweden. It was reported that the hls set was replaced after seven days for the first time during ECMO with pneumococcal pneumonia. The hls set was replaced due to falling platelets (from 150 to 120 and rising d-dimer to 10 mg/l). The customer confirmed, that this hls set functioned without any issues and there were no strange pressures. Directly after the replacement, the flow was raised, and it was seen, that delta-p is over 60. P-int is not high, but it is p-art that is low. Unusual high pressures were observed after the replacement of the hls set. Since the pressures where not normal, the customer replaced the hls set for a xenios system since this had been already primed. At this time no unusual high pressures were observed. Due to the product replacements, the patient required a blood transfusion to compensate for the loss of red blood cells. As product replacements took place and as result the involved patient required a blood transfusion to compensate for the loss of red blood cells, a report is required. The affected hls set was investigated in the getinge laboratory on 2025-07-02 with the following conclusion: during the functional test, deviations occurred in the behavior of the arterial pressure sensor. Inaccurate readings were detected, followed by a total failure of the sensor. Furthermore, a leak was detected in the sensor housing. The exact root cause of the observed failure mode could not be definitively identified. However, it is most probable that the ingress of liquid into the sensor housing led to a malfunction of the electronics, which subsequently resulted in the total failure of the arterial pressure sensor (part). A most probable cause of the leakage is considered to be a leak in the arterial pressure sensor itself, as well as inadequate gluing of the arterial pressure sensor. The complaint information was transferred to the internal nonconformity process (nc). All further actions and investigations will be performed within this process. Furthermore, the production employees were trained in regard to this complaint on (B)(6) 2025. A medical review was performed by getinge medical affairs on 2025-07-10 with the following conclusion: "the reported incident involved an ECMO patient who underwent a circuit exchange due to abnormal pressure readings - specifically, an unusually high delta pressure and low arterial pressure (part) - that occurred immediately after the replacement of an hls set advanced 7.0. A malfunction of the arterial pressure sensor was confirmed through product investigation and functional testing, verifying that the device failed to provide accurate pressure data. Although no externally visible damage was observed during initial visual inspection, further investigation identified a leak in the sensor housing. Based on available evidence - including bubble formation at the sensor, discoloration at solder joints, and irregular bonding - the most probable root cause is fluid ingress into the sensor housing, potentially caused by bonding irregularities during manufacturing. The ingress of fluid likely compromised the internal electronics, leading to sensor malfunction. However, as the investigation could not confirm a single, definitive root cause, several possible contributing factors are considered: - bonding irregularities or manufacturing defects in the sensor housing, which may have created a leak path. - material degradation or stress during handling, which could have compromised the integrity of the sensor seal. - design vulnerabilities that may allow for moisture or fluid ingress under specific clinical or environmental conditions. - unidentified external mechanical or chemical impact during installation or priming that may have weakened the sensor housing. No patient death or permanent injury resulted from the incident. The patient remained awake and hemodynamically stable throughout the event. However, the misleading pressure readings led to a system exchange, resulting in blood loss and the need for transfusion¿constituting transient patient harm. This harm may be causally linked to the device malfunction. The patient was receiving ECMO for pneumococcal pneumonia, a critical condition. However, this underlying condition did not appear to contribute directly to the device malfunction or the resulting harm. The patient¿s clinical status remained stable throughout the event. The hazardous situation was a malfunction of the internal arterial pressure sensor, which caused the clinical team to initiate a system exchange based on inaccurate data. The associated harm was procedural risk, specifically blood loss and transfusion. In summary, the event involved a confirmed product malfunction - specifically, failure of the arterial pressure sensor - leading to incorrect clinical data and a system replacement with resulting transient harm. While fluid ingress due to a housing leak appears to be the most probable root cause, other potential contributing factors cannot be ruled out. As such, the root cause should be considered probable but not definitive." No device history review was performed, as it was confirmed in the getinge laboratory that the most probable root cause of the reported failure was inadequate gluing of the arterial pressure sensor. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period and it was found that two nonconformities (ncs) were initiated for the reported failure. As stated in the instructions for use of the hls set - in chapter preparation and installation ¿perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures.¿ furthermore, it is stated in chapter priming the system ¿check the device for leaks during priming. Do not use the device if there are any leaks.¿ and ¿before priming the set, run water through the heat exchanger of the hls module advanced and check for leaks.¿ according to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Based on the results the reported pressure issues could be confirmed. According to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the hls set. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the sweden market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The affected hls set was investigated in the getinge laboratory on 2025-07-02 and the reported failure could be reproduced. During the functional test, deviations occurred in the behavior of the arterial pressure sensor. Inaccurate readings were detected, followed by a total failure of the sensor. Furthermore, a leak was detected in the sensor housing. Investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the sweden market. It is a significantly similar device to "hls set" which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
Complaint ID: (B)(4).